Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: there was evidence of moisture behind the display lens. The pump was unresponsive with both the returned battery cap and a test battery cap. The battery cap was unable to fully tighten. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture damage inside the battery compartment. The pump failed a leak test as a result of the battery compartment crack. There was evidence of moisture damage throughout the inside of the pump. The download could not be completed.